Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
It was reported that withdrawal occurred. The patient couldn't get an appointment to get her pump refilled when she moved so the pump ran out of drug. The patient started having withdrawal-like symptoms (B)(6) 2014 and saw the healthcare professional (B)(6) 2014. The reporter saw and heard the empty reservoir alarm. The patient's exact symptoms were not specified but the reporter clarified that the patient did not have to be hospitalized. "At one point" saline was added to the pump to "buy some time before they could refill it." The reporter was walked through programming a priming bolus. The pump was used to infuse clonidine, (250 mcg/ml at 75 mcg/day), bupivacaine (10 mg/ml at 3 mg/day), and morphine (10 mg/ml at 3 mg/day). No intervention or outcome reported for this event. Follow up was being conducted to obtain this information.